Manufacturer narrative:
During a service visit on (B)(6) 2015, a siemens customer service engineer (cse) was at a customer site and attempted to replace an air compressor on a dimension vista 1500 instrument. While installing the new air compressor, the cse received an electrical shock. The cse removed the new air compressor from the instrument and discovered that it was miswired. The cse then repaired the air compressor previously in the instrument by replacing a piston head. After leaving the customer site, the cse went to an emergency room for examination. An electrocardiogram was performed and results were normal. The cause of the cse receiving an electrical shock from the air compressor was an electrical problem. Additionally, the cse did not comply with the procedure for air compressor replacement. The procedure for air compressor replacement provides cses instructions for checking the wiring of air compressors to ensure it is correct prior to installation. A notification was also sent to cses advising them to check the wiring of air compressors prior to installation. The cse involved in this event was instructed to follow the procedure and notification. This instrument is performing according to specifications. No further evaluation of this device is required. Siemens healthcare diagnostics previously issued an urgent medical device correction (umdc) to us customers and an urgent field safety notice (ufsn) to customers outside of the us upon confirming that a small number of vista air compressors we received from our vendor were miswired. If installed and powered up, these components could cause a fire or become an electrical shock hazard. Umdc 14-19 and ufsn 14-19 were sent to customers in april 2014. The umdc and ufsn are applicable to dimension vista 500 and dimension vista 1500 instruments and are entitled "vista miswired air compressor." The umdc and ufsn informs customers that the affected air compressor assembly is intended to be installed by trained siemens customer service engineers only. There is a risk of injury to the operator if an attempt is made to install a dimension vista air compressor by untrained, non-siemens personnel. The umdc and ufsn instructs customers to notify the siemens healthcare diagnostics customer care center if an air compressor has been delivered to their laboratory or is delivered in the future so that arrangements can be made for installation by a siemens healthcare diagnostics customer service engineer. The cses were sent a notification informing them of the issue and reinforcing the importance of checking air compressor wiring prior to installation. The notification was resent to cses after this event.

Event description:
During a service visit, a siemens customer service engineer (cse) was at a customer site and attempted to replace an air compressor on a dimension vista 1500 instrument. While installing the new air compressor, the cse received an electrical shock. The cse went to an emergency room for examination after the event. An electrocardiogram was performed and results were normal. The cse sustained a red mark on his hand which disappeared the following day. There were no adverse health consequences due to the electrical shock.